Event description:
The customer reported an overflow from the baths of coulter act series analyzer while running startup on the instrument. The customer indicated that the baths were not draining and 10 ml of fluid leaked and was contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event, and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. A beckman coulter customer technical support (cts) assisted the customer with troubleshooting over the telephone. The cts advised the customer to check the vacuum isolator chamber (vic), and the customer did not observe any fluid in the vic.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered an obstruction in the drain pathway of pinch valve lv14 tubing. The fse flushed lv14 tubing to remove the waste from the red blood cell (rbc) bath. The fse also discovered that the instrument was giving error code 3 which indicates a digital voltmeter (dvm)/power supply errors. The customer stated that they needed to power off the instrument and power up the instrument when the errors occurred. A dvm check is made during power up and during a menu-selected startup. The instrument check system voltages at this time to see if they are within allowable ranges. If any of these voltages are outside their allowable range, the instrument generates an error 3 and will become inoperable. The fse determined the power supply was not working properly so he replaced the power supply to resolve the error code 3 issue. This repair was incidental and not related to the leak. Results: failure mode of the leak is attributed to an obstruction in the drain pathway through pinch valve lv14. The fse also discovered that the power supply was not working properly. (B)(4).